Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2010 due to sui and mesh was implanted. It was reported that following insertion the patient experienced pain, infection, urinary problems. It was reported that on (B)(6) 2010 that the patient underwent partial explant by implanting surgeon at implanting facility, due to erosion.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.